Event description:
It was reported that during a device replacement procedure, the atrial lead was found to be non-functional, did not capture and had high impedance. Upon further observation, it was noticed that the lead was "kinked" in the pocket. Because the lead was "working well" prior to the procedure, it's believed this could have occurred due to the device extraction. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.